Manufacturer narrative:
No product has been returned and valid lot number has not been provided for strips. Extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle test strips and there were no adverse trends that indicate any potential product related issues. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 441 mg/dl and 97 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 441 mg/dl and 97 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.